Manufacturer narrative:
(B)(4). MFR eval / investigation pending additional info from consumer. Method, results, conclusions: MFR eval / investigation pending additional info from consumer.

Event description:
During cardiac catheterization procedure, 216 seconds with signature elite / actlr system followed by 257 second 1 hour later, and 31 seconds 1 hour later. Sample sent to lab for aptt test with result within range to remove sheath. Therapeutic range for sheath removal and pt baseline not reported. No report of adverse event, serious injury, or intervention.